Event description:
Pt has been using the biojector b200 needle-free injection system since 12/05 for administration of fuzeon 90mg subcutaneously twice daily. On sunday evening the pt administered a dose of fuzeon in his normal manner using the upper thigh as the site of administration. Pt awoke at 1:30 a.m. To find the following symptoms: ecchymosis. Bruising, and swelling (2 times/normal size) in the leg from the pelvis to the knee area. A hematoma of the medial aspect of the thigh was confirmed by CT scan. All coagulating tests _ptt, cbc, platelets) were within normal limits. Pt was not taking warfarin or any other medications which may have interfered with normal coagulation at the time of the event. Pt has continued to use the biojector b2000 for administration of fuzeon employing different sites of administration without further incident. The hematoma is receding and the pt is self-managing at home with instructions to avoid the area in question until complete resolution and is taking ibuprofen as needed for discomfort. Pt continues to have difficulty with mobility one week after incident and is restricted to bed rest. Pt's physician and nurse suspect that the pt may have injected directly over a vein which resulted in bleeding into the muscle.